Event description:
Information received by medtronic indicated that the insulin pump had alarm is generated when a power failure is detected. Customer reported they were able to clear the alarm. Self test was passed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Retainer ring = black. Customer returned insulin pump for an alleged pump error 24 alarm found on (B)(6), 2021. The insulin pump passed the displacement test, active current test, sleep current test and self test. No pump error 24 alarm noted during testing. Successfully downloaded history files and traces using thus. (2) pump error 24 alarms found in the pump history file/trace on (B)(4), 2021 at 9:41 and 9:51. The power management graph confirmed pump error 24 alarm was triggered when the vcc voltage > 3450mv for 3 consecutive minutes. Insulin pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor or force sensor.¿¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: faded serial number label, cracked select button keypad overlay and minor scratched lcd window. Pump error 24 alarm was confirmed. Unable to determine the root cause, problem isolated to electronic assembly. Cosmetic damage found on the insulin pump case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.